Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing shortness of breath and cardiac problems. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing shortness of breath and cardiac problems. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of contamination on the outside of the device, yellowish unknown contamination on the filter port, on the modem port, and under the dial on the front of the device, contamination in the filter port and in the bottom enclosure. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with contamination in the filter port and in the bottom enclosure, contamination on the outside of the device, and yellowish unknown contamination on the filter port, on the modem port, and under the dial on the front of the device, were inconsistent with sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.